Manufacturer narrative:
The insulin pump powered up properly in manufacture mode after battery installation. No blank display noted. Unable to download the pump and verify failed battery test alarm due to pump being in the manufacture mode. The insulin pump passed the self- test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Programmed current time and date, basal profile, preset bolus, bolus speed, and several reminders. Removed the battery from the pump and monitored for 10 minutes. The insulin ump powered up properly however, programmed settings were erased and reset to default due to pump being in the manufacture mode. The insulin pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display, failed battery test alarm, and a software error alarm. The blood glucose at the time of the incident was 134 mg/dl. The customer stated that the display returned and the failed battery test alarm did not occur during troubleshooting. During the software error alarm troubleshooting, the customer was advised to program an easy bolus but it did not record in the daily history. The device was returned for analysis.